Event description:
It was reported that during implant, it was difficult to see if the lead was fully inserted into the connector box. A coating on the connector box is thought to be the cause. No further information is available.

Manufacturer narrative:
UDI (di): (B)(4).